Event description:
The patient went in for a refill and the refill port could not be accessed, because the pump was upside down. There was more medication (12cc) in the reservoir than expected; the expected volume was not reported. The patient was told the catheter was kinked; there was no mention of surgery to replace the catheter. It was noted that the patient had not had any falls or trauma. The patient was at home. Follow-up with the patient's healthcare professional was recommended. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available,